Manufacturer narrative:
Additional information was received that the patient¿s symptom were redness, swelling, drainage and pain. The physician do not believed that the infection was procedure related. The patient was on antibiotics.

Event description:
A report was received that the patient had developed an infection at the lead site. The physician believed that the infection was not device related. The patient underwent an explant procedure wherein only the leads were removed.

Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the lead site. The physician believed that the infection was not device related. The patient underwent an explant procedure wherein only the leads were removed.